Event description:
Customer reported taking insulin based on a reading received on hi(>500 mg/dl) with their freestyle meter and experiencing a hypoglycemic event shortly after. Customer began sweating and became disoriented. They ingested grape juice and two apples to raise their glucose levels.